Event description:
The patient stated two weeks after (B)(6) 2010 they had a horrible infection where their skin turned red and purple around the drug infusion area. They were referred to an infectious disease doctor and a PICC line was placed for approximately six weeks. The infection cleared up according to the patient. The medication infused at that time was unknown.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), (B)(4).